Event description:
It was reported that a patient had high impedance. A review of the device history record for the lead was performed on (B)(6) 2016 and verified that the lead had passed all quality inspections prior to release for distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.